Manufacturer narrative:
B3 event date is approximate. Year of the event was confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were getting shocking in their internal battery unit and the issue began a couple months ago. Patient met with their manufacturer representative (rep) and did some adjustments. Patient mentioned their internal unit would turn off. The rep noted they do not recall any shocking or anything like that with the stimulator, but would have reported it if they had.